Event description:
Parmeter monitor getting on & off automatically. It has been reported to philips that the hemo display monitor on mcs is going off and no display is coming intermediately. No patient harm was reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that hemo display on mcs was getting off and no display is coming intermediately. During troubleshooting, the fse identified issue with patient monitor output signal lan got loose connected. Fse reconnected the lan cable firmly. After reconnecting the lan cable, the system was returned to use in good working order. The codes were updated based on the investigation outcome.